Manufacturer narrative:
The insulin pump failed the displacement test and alarmed motor error during the rewind due to an out of phase motor encoder.

Event description:
The customer reported repeated motor error alarms during the rewind process. The insulin pump was exposed to an MRI scan. Unable to conduct the displacement test due to the motor error alarms. Advised the customer that the insulin pump would be replaced. Nothing further was reported.